Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The reported blood glucose reading was 600 mg/dl. The mother did not have the insulin pump with her to conduct troubleshooting, and stated that she would have her daughter call back. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.